Event description:
A female patient who underwent an uneventful tonsillectomy and adenoidectomy. When patient was being prepared for discharge, a second degree burn on her left lower back measuring 4x7 cms was identified. Further investigation revealed that patient had urinated when she was placed on the operating table which interfered with the cautery pad grounding system.